Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed increased threshold measurements one day post implant. It was discovered that this lead had dislodged. A lead revision was performed to remove the lead and replace it with a different right ventricular (rv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
The complete lead was returned to boston scientific. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip. Visual observation noted the presence of set screw marks on the lead terminal pin and ring, cuts were found in the insulation at 17 centimeters (cm) from the pin, and dried blood/body fluid found in the lumen. The lead did not pass the guide wire test due to the presence of blood/body fluid. Pressure test was not performed due to cuts in the insulation. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.